Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m140860 , test base part number 190-430 / lot m140860 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. The brand of the swab is unknown. Repeat testing was not performed. Confirmation testing on nasopharyngeal swabs with pcr, lamp, and antigen quantification test generated negative results; CT values not provided. The customer stated the patient was not symptomatic and the sample swab used contained a mixture of blood. The customer reported the patient was brought into the emergency room for a non - febrile seizure. The customer confirmed no patient harm occurred no additional patient information, including treatment and outcome, was provided.